Event description:
A medtronic representative reported that, while in a procedure, they experienced intermittent tracking. No details were provided. The surgeon discontinued use of the navigation system to complete the procedure. There was no harm to the patient reported.

Manufacturer narrative:
The site declined to provide patient identifier, age and weight, referencing (B)(6) privacy laws. On (B)(4) 2013 medtronic representative following-up at the site requested depot testing of the camera. Aak testing showed acceptable accuracy and increased line separation. Aak was able to improve both accuracy and line separation results. No further issues have been reported. Part not expected to be returned to manufacturer.